Event description:
Reporter alleged the lancet needle that is a part of the softclix lancing sys used in finger-stick blood glucose testing caused her fingers to become swollen, black, and blue when it was used. Reporter stated she went to the doctor as a result and was treated with oral antibiotics for the swelling and to assist in healing her fingers. No other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.